Event description:
Info panel on effica bed became blank without warning and bed deflated. Rn plugged bed into a different outlet after checking pt. Bed remained deflated without evidence of power on info panel. Rn contacted company for replacement bed. Pt status not compromised by event.